Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter during a sleeve gastrectomy procedure, the device stopped working during cutting. The staple partially deployed but the staple was stuck at the end of the stapler. The device could partially staple and cut the tissue. This happened after application on tissue. There was no extension of surgery time, no bleeding. The tissue was damaged. A suture was used as reinforcement material. Another device was used to complete the procedure.